Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the alleged uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of insulin of an unspecified amount.